Event description:
While infusing a 50ml bag of fosphenytoin, infusion pump started signaling that infusion was complete although there was still 25cc of medication left in the bag. Completed infusion by repeating the same setting. Infusion required 40 minutes, rather than intended 20 minutes per pharmacy.